Manufacturer narrative:
The exact rpn is unknown, but it was confirmed that the device in question was a gpds 5fr. The rpn of gpds-5-3 was used for purposes of logging and investigating this complaint. Incident meets criteria of an FDA MDR report based on the reporting precedence established for this product family for 'stent migration' regardless of patient outcome. The device was not returned for evaluation; therefore, a document based investigation was carried out. The doctor's comment provided was as follow: "no problem was confirmed at stent placement. I think it was due to bowel peristalsis." As per the doctors comment above, it was confirmed that there was no problem at stent placement. It is most likely that the stent may have migrated due to bowel peristalsis. However, as the conditions of device usage cannot be replicated, the root cause cannot be conclusively determined. Stent migration is a known risk of biliopancreatic stenting procedures. The customer complaint was confirmed based on the customer testimony. The exact rpn is unknown, but it was confirmed that the device in question was a gpds 5fr. Gpds-5-x devices are intended for single use only and are used to drain obstructed pancreatic ducts. Prior to distribution, geenen pancreatic stent devices are subjected to 100% inspection to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
No problem was confirmed during the pancreatic stent placement procedure, but later, stent migration into the pancreatic duct was confirmed. Due to a separate disease unrelated to the pancreatic stent placement the patients condition worsened making the patient unsuitable for an additional endoscopic procedure. The doctor is taking a wait and see approach regarding the migrated pancreatic stent.